Manufacturer narrative:
A review of the device history record and ship history review could not be performed as the upn and lot number were not provided. There was no device available for analysis; therefore, no physical or visual analysis of the products could be performed. The reported patient symptom of tissue damage is a known risk associated with the device as indicated in the instructions for use. Additionally, a review of the rezum system hazard analysis was completed and confirmed that the event of tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product risk benefit for the product. Based on the information available a conclusion code of known inherit risk was assigned to this investigation. Detailed product information was not provided to bsc despite good faith efforts. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported from a social media post of facebook that a patient had received a water vapor thermal therapy using the rezum system. The therapy had reduced the prostate size but left the urethra lumpy. Therefore, the patient had transurethral resection of the prostate procedures done. Additionally, the patient questioned the claims on the percentage of retrograde ejaculation.